Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that patient samples, from the emergency department, were not processed and had to be front loaded on the dimension vista 1500 instrument. Siemens was granted permission by the customer to connect to the instrument and perform troubleshooting remotely. The customer was instructed to perform a full shutdown and startup of the instrument and then noted the dimension vista 1500 was operating within specifications and processing patient samples. The reported issue has not recurred. Siemens is investigating.

Event description:
The customer noticed that patient samples, from the aptio automation system, were not processed by the dimension vista 1500 instrument. The delay was in testing patient samples from the emergency department. The customer front-loaded the patient samples on the dimension vista 1500 and reported results to the physician(s). There are no known reports of adverse health consequences due to the delay in testing patient samples.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00236 on 06-june-2019. Additional information (27-september-2019): siemens reviewed the instrument data and identified two sample ids: (B)(6). That experienced timeout errors on 10-may-2019. Sample ID (B)(6) experienced a timeout error during sample lock at 13:02:05, and sample ID (B)(6) experienced a tube queued timeout error at 14:09:09. Sample ID (B)(6) was queried by the las (laboratory automation system), and routine tests could not begin, because previously tests ordered experienced errors while aspirating the sample. The errors caused the sample (B)(6) to be canceled and rescheduled after the error recovery. The time needed to perform the error recovery and reschedule the tests exceeded the time allowed by the aptio gate wait timeout. Sample ID (B)(6) was queried by the las, and routine tests could not begin because previous tests ordered experienced errors while aspirating the sample. Along with the aspiration errors, a flex trash failure halted the analytical module and did not allow the instrument to run tests. The time needed to recover from these errors caused the sample (B)(6) to wait longer than the aptio gate wait timeout. Siemens determined that the samples experienced timeout errors due to multiple sample aspiration errors. The instrument has remained fully functional. There are no reports of a recurrence. Section h6: method, results, and conclusion codes were updated.